Event description:
A report was received that the patient was experiencing pain at he pocket site and multiple pain related issues including coccygeal pain. The patient underwent a revision procedure wherein the ipg was repositioned by using the wrench. The patient was doing well postoperatively.